Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The touch screen respond to touch command and passed calibration. The ventilator operated for 2 hours without failures during which post was executed 25 times without generating any failures. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Root cause: the touchscreen assembly was tested and no failures were identified.

Event description:
The customer reported a touch screen failure. There was no patient involvement.